Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having an issue with their communicator. The communicator was not wanting to charge. The patient stated, ¿I have to hold the wire in there - last night and this morning, I couldn't get it to do anything - the port is loose - you have to move it around and sometimes it works, sometimes it doesn't - I've tried other cords and outlets - once I do get the communicator to charge, it's not always wanting to pair with the pump like it used to - I'm having to restart my phone, redo the whole process 5-6 times to get everything to pair - this is getting to be almost every use, and I have 12 boluses in a 24 hour period and I usually use most of them.¿ the patient confirmed they don't try to connect when the communicator is charging, and stated that in april, their equipment will be 5 years old. The patient stated, ¿once I get the communicator charged, it just can't locate the pump - it will sit there and spin and never locate my pump - I talked my doctor and they are working on trying to figure out if we can get a larger pump because I'm at the top tier of my medication - if I increase my concentration level anymore of my fentanyl, it won't work - it will crystallize, so we're trying to figure out if he or the surgeon has to request with insurance to let me get this all replaced with the larger pump because I now drive 253 miles every 2 weeks for a pump refill and it's a lot.¿ when the agent inquired about the event date, the patient stated, ¿I don't know - the charging thing has been a recent thing, but the not connecting thing has been going on for a couple of months and I've just been dealing with it.¿ while on the call, the patient requested a new wallet case due to theirs being broke. A replacement communicator was requested from the repair department because the communicator charging cord was loose, so the patient had to hold it in place to get it to charge but now that was no longer working, and they had tried other cords and outlets without resolution. A replacement wallet case was also requested. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6); product type accessory. Product ID m977041a001. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-jan-2020, UDI#: (B)(4). Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.